Event description:
It was reported that the device needed repair. No specific issue was provided. There was reportedly no patient involvement.

Manufacturer narrative:
Upon conclusion of the evaluation, it was determined that this was a service/maintenance request. There was no issue with the device. The device was checked and passed all testing.